Event description:
Note: this report pertains to the first of five devices reported for the event. It was reported to boston scientific corporation in 2008, that a distal bile duct perforation was observed after a procedure performed on approx three months earlier, using a spyscope access and delivery catheter. The pt was admitted to the hospital and later released; the pt's condition was reported to be "fine." According to the complainant, the relationship between the duct perforation and the spyscope access and delivery catheter is unk. Refer to MFR reports # 3005099803-2008-05485, 3005099803-2008-05486, 3005099803-2008-05489, and 3005099803-2008-05488 for the other four devices used in the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.